Manufacturer narrative:
Additional information was received that the patient was no longer experiencing headache and was reportedly doing well.

Event description:
A report was received that during a revision procedure, the patient had a dura puncture and was experiencing a headache postoperatively. The patient was treated with a blood patch.

Event description:
A report was received that during a revision procedure, the patient had a dura puncture and was experiencing a headache postoperatively. The patient was treated with a blood patch.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.